Manufacturer narrative:
Patient information not provided due to (B)(6) patient privacy regulations. No parts have been received by the manufacturer for evaluation. Part not returned for evaluation.

Event description:
A medtronic representative reported that during posterior cervical spinal fusion procedure, the tip of the cervical probe was deformed. The procedure was completed with the use of navigation. There was no delay to procedure. No impact on patient outcome.

Manufacturer narrative:
The cervical probe was returned to the manufacturer for evaluation. After functional testing and a visual and physical examination, it was observed that the tip of the probe was slightly bent. With markers attached and fully seated, the probe returns a good divot error.